Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed a cracked window display corner, scratched lcd window and broken reservoir tube lip.

Event description:
The customer called to report a crack on the insulin pump case. The customer then stated that she was hospitalized twice due to diabetic ketoacidosis, but felt that the insulin pump was not to blame. The customer stated that her blood glucose was under 200 mg/dl on the first event, but she had been vomiting, which is the reason she decided to go to the hospital. The customer stated that the insulin pump kept her blood glucose levels in control on both occasions, but when she was put on an insulin drip, her blood glucose went high until being put back on the device. Advised the customer that the unit would be replaced due to the cracked case. Nothing further was reported.